Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, leak); patient's condition affected effectiveness of device (history of hypertension and cardiac disease). Conclusion: known inherent risk of a procedure (death, leak). Device failure/lack of effectiveness related to patient condition (history of hypertension and cardiac disease).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55.6 mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal aortic neck was 34mm in diameter and 17.2mm in length. At the time of the index procedure, there were no events or complications reported and the endurant stent grafts were successfully delivered. The patient completed all follow up visits. It was reported that the patient presented emergently with myocardial infraction and hypertension. During the patient's hospitalization, a type I endoleak was diagnosed. The patient underwent a secondary procedure with a placement of a proximal extension (unknown catalog number); however, the patient expired approximately 3 weeks later due to a heart attack (mi). The investigator indicated not related to the procedure or the study device.

Event description:
Additional information was received. Per cec adjudication, it was determined that the abdominal aneurysm rupture leading to death was determined to be related to both the device and the procedure